Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 421 mg/dl on their blood glucose meter. The consumer administered an unknown amount of insulin based on the result. The end user experienced a hypoglycemic event requiring medical intervention, a visit to the hospital. The test strips in question will be returned for evaluation.